Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: the logfile shows that the device was switched on and that an attempt was made to start therapy in hiflowo2, which matches what was reported. After hiflowo2 was selected, the device repeatedly switched between hiflowo2 and standby, indicating that hiflowo2 operation was being started but could not be kept stable, either because the start conditions were not met continuously or because the system immediately transitioned back to standby. Only later in the sequence did the device generate the ¿check for blockage¿ message, which indicates that a flow restriction was detected after the initial hiflowo2 start attempts. Correction: perform full-service software and verified device operation. Based on the given information, the cause could not be established. If further information is received, a follow up report will be submitted.

Event description:
Hamilton medical ag received the following event description: no flow delivered no alarms raised device acted as if running normally. No patient involvement. No intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.